Event description:
The customer reported that the images were unusable. It could or did result in the termination and/or rescheduling of an interventional procedure. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge rep evaluated the system and notified the customer the image processor needed to be replaced, but no conclusion can be drawn as repair info is not available.